Manufacturer narrative:
Event date unavailable - documented as the year the article was published. Implant date unavailable. (B)(4). Received 26 april 2015; revised 6 june 2015; accepted 10 june 2015 myocardial infarction in a premenopausal woman on leuprolide therapy irving e. Perez, mark a. Menegus, and cynthia c. Taub division of cardiology,montefioremedical center, albert einstein college ofmedicine, 1825 eastchester road, bronx, ny 10461, USA correspondence should be addressed to irving e. Perez; irving.enrique.perez@gmail.com.

Event description:
Patient presented to emergency department complaining of chest pain. Patient was discharged home. The following day the pain recurred and patient was readmitted to hospital. Patient was sent for cardiac catheterization. The patient was found to have a long, tortuous 99% mid and distal left anterior descending (lad) lesion with grade I flow. The entire segment was dilated with 1.5 and 2.0mm balloons and stented with three zotarolimus eluting stents, two 2.25 &#1504;30mm and one 2.25 x 18mm, and post dilated with 2.0mm and 2.75mm balloons with timi iii grade flow restored. Fifteen hours after cardiac catheterization the patient developed recurrent chest pain. The presumptive diagnosis was acute stent th rombosis (st) and she was taken to the cath. Lab immediately. The mid lad stent was patent, but there was 100% thrombosis of the distal lad stents. Attempts to pass various guidewires and a 1.5mm undilated balloon through the stents were unsuccessful. The procedure finally was abandoned due to concern about potential stent wire fracture. Heparin drip was restarted, metoprolol was increased, and isosorbide mononitrate and lisinopril were added. Leuprolide was discontinued, and the patient underwent uterine artery embolization without complications. The patient was discharged and followed up twice within 6 months without complications.

Manufacturer narrative:
The images in the journal article suggest that a possible stent fracture occurred however given the tortuous nature of the vessel this cannot be confirmed.